Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce the reported event. A review of the event history log revealed 'open door was not detected when opened' message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had door sensor malfunction which an open door not detected when opened. It can load the device and it will not give the load IV tube message prompts. No error message displayed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.